Event description:
This 58 year old female was hospitalized from 3/13/93 - 3/17/93 for removal of an old pulse generator, caping of old pacing leads, and implantation of a new pulse penerator and atrial and ventricular pacing leads. The patient was readmitted on 3/31/93 for possible pacemaker failure at 3:30 pm. At 5:10 pm that same day, the patient was found pulseless and unresponsive and CPR was initiated. The attending physician's note stated that death was most likely due to pacemaker failure although arrythmia or electrical mechanical dissociation could not be ruled out. There was not an autopsy performed.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was not destroyed/disposed of.